Event description:
Boston scientific crm received information that this right ventricular (rv) lead had increased threshold measurements and impedance measurements greater than 2500 ohms. The lead safety switch tripped as a result of the high impedance measurements. The patient became symptomatic when capture was lost during the threshold test. This lead remains implanted. Dates were provided to us by boston scientific. No indication was given as to what was done to correct this event.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.